Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The root cause is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device could not heat. There was no patient involvement and no patient harm.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date.b3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.